Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is kgg / sgu. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (mg3053) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of an endovascular embolization targeting the middle meningeal artery (mma), the physician was going to use the trufill. He opened the box for the trufill¿ n-bca 1-gram kit liquid embolic system (632500na / mg3053), and everything was intact. The physician went through the procedural steps to prep the glue and when he filled the syringe with dextrose 5% in water (d5w), he let it sit for a bit while checking the catheter position. It was then the physician noticed that the d5w in the syringe became cloudy and foamy. The issue was noticed before using the syringe in the procedure. There was no impact on the patient. On 08-jun-2026, additional information was received. The information indicated that the replacement was another trufill¿ n-bca 1-gram kit liquid embolic system (632500na). There were no discrepancies or abnormalities noted with any of the components prior to use or during mixing. The information confirmed there was no negative patient impact. There was a slight delay in getting [their own] syringe kit but not anything prolonged. On 16-jun-2026, additional information was obtained. Per the information, the syringe came out of the trufill set. The d5w was not crossed contaminated with lipiodol. The d5w was drawn up from the compartment on the trufill set labeled d5w. The defect was not detected until the d5w was drawn up into the syringe and sat for about 30 seconds. Lipiodol was not used in this syringe.